Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a cloudy display screen issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings:review of the pump¿s black box data showed no history of display related issues. The display was observed to be clear and legible without visible moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.